Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. According to the customer, "balloon ruptured during inflation (unk atms) in rca of male pt. Unable to complete procedure." Follow up info received noted that the lesion was calcified, 80% stenotic, and highly tortuous. The balloon was inflated once. The physician "thought there was a dissection but was not sure and left it untreated." The procedure was not completed due to this event. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.